Manufacturer narrative:
The last calibration was done on 06-jan-2021 and was acceptable. The alarm trace demonstrated multiple abnormal probe sucking. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
After the event, the customer performed qc and had failing results. The customer replaced ise reagents and performed ise checks with acceptable results. The customer performed ise calibration and qc but had failing results. The customer repeated the ise calibration and had failing results, but ise qc recovered on the low end of acceptability. The field service engineer performed an instrument check but had failing results. He replaced various parts and performed ise and system checks with acceptable results. After service, the customer performed ise calibration and qc with acceptable results. The field service engineer performed precision testing with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable na results for three patients tested on a cobas 6000 c (501) module. The customer confirmed qc prior to the event was acceptable. The initial na results were reported outside the laboratory. The customer stated the initial na results failed the delta check and the customer performed repeat testing on another analyzer for confirmation. Patient 1's initial na result was 162 mmol/l, and the patient's repeat result was 137 mmol/l. Patient 2's initial na result was 155 mmol/l, and the patient's repeat result was 148 mmol/l. Patient 3's initial na result was 149 mmol/l, and the patient's repeat result was 142 mmol/l. The customer determined the repeat results were correct. The na electrode lot number and expiration date were requested but not provided.